Manufacturer narrative:
Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons function properly and no unexpected stuck button error alarm, pump error 63 alarm or pump error 37 alarm noted during testing. ¿successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace and found pump error 37 alarm in the event date of 14-aug-2024 at 12:12:41. Pump error 63 alarm found in the pump history file/trace on 14-aug-2024 at 12:17:21 with variable (21). Pump error 63 alarm due to hardware error (line number 501 file number 643). No stuck button error alarm found in the pump history file/trace on the event date 14-aug-2024. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the keypad assembly, electronic assembly, motor assembly and force sensor assembly. Motor passed the motor test outside of the device. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained serial number label and cracked select button keypad overlay. Keypad/button unresponsive/button error alarm was not confirmed. Pump error 37 alarm was confirmed and isolated to the motor. Pump error 63 alarm due to hardware error. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 37 (drive count/time values or changes incorrect for moving or coasting). Too slow or too fast), keypad/button unresponsive/button error, pump error 63 (hardware low-level failures). The customer reported no adverse events. The event involved product(s) mmt-1885. The troubleshooting was performed and the customer reported receiving a stuck button alarm after the button was pressed continually for more than 3 minutes. The customer could clear the alarm and the buttons were responsive during the call. The customer reported receiving a pump error. The customer cleared the error and the pump passed the displacement test. The pump did not pass additional testing, and the error table indicated that replacement was required. The customer reported receiving a pump error. The customer was able to clear the error and complete the fill-cannula delivery test. Error table indicated that the pump requires replacement no harm requiring medical intervention was reported. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. Mmt-1885 was requested and the customer responded that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.